Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device testing confirmed the reported event. Failure mode: disposable attachment hub broke and stuck inside housing. Cause: misuse. The most likely cause for the reported failure can be attributed to use error.

Event description:
It was reported on 02/13/2023 by a sales representative via sems that an ar-8330h shaver handpiece disposable dislodged on the handpiece. Case involvement, no patient effect.